Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d6a: updated implantation date e1. Updated initial reporter name device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional procode: kwp. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that (B)(6) 2020, during posterior cervical fusion surgery the patient died. The depuy synthes spine system utilized in this procedure was the symphony oct system. The instrumentation of the symphony screws was uneventful. The surgeon first instrumented c4-6 lateral masses, then c2 pars, and finally t1 pedicles. All screw placements were confirmed by the surgeon with fluoroscopy. The surgeon proceeded to perform the decompression with a c3-7 laminectomy. Afterwards the surgeon changed the vector of the patient¿s head to re-align the spine after decompression. Approximately ten (10) minutes afterwards he began preparing two (2) 4.0 mm rods. Prior to instrumentation of the rods, the patient began to lose sensory neuromonitoring signals. Approximately five (5) minutes later the patient loses motor signals and low blood pressure. At this moment there is an urgency to complete the construct and close the patient. The surgeon decided to use 3.5 mm rods instead. All rods and set screws were implanted and final tightened as intended. The patient went into cardiac arrest approximately 5 minutes into closing. Approximately 1 hour afterwards, time of death was announced. There was no surgical delay. The procedure was successfully completed. Concomitant device reported: unknown set screws (part#: unknown, lot#: unknown, quantity: unknown). This report is for one (1) ti 4.0x075 lor rod. This is report 4 of 10 for (B)(4).